Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that partial device at closure rod falls off during procedure. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Investigation summary: no conclusion could be reached as to how the weld pin issue occurred.

Manufacturer narrative:
(B)(4).batch # t93k31. Additional information received: in the event description it states: ¿partial device at closure rod falls off during procedure¿ is the active titanium blade broken off? Is the white tissue pad broken off? No, it's the axis of blade head close rod fallen off investigation summary the device was returned with the clamp arm detached and not returned, the retention pin was returned in a plastic bag. Upon visual inspection it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.